Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms damage on the lock detail probably from the attempted insertion. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A relationship between the device and the reported incident is corroborated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a right tka surgery, the anthem ps hf insert sz 5-6 9mm couldn't be implanted successfully. Surgical delay for more than 30 minutes. Procedure finished with s&n backup device.